Event description:
It was reported to boston scientific corporation that a sensation large oval med stiff snare was used during a colonoscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the snare loop was unable to retract into the catheter, as a result, the snare loop got stuck into a polyp which is more than 3cm in size. An emergent surgery was performed in order to remove the snare loop and the polyp. Per the physician, the patient required a surgical colon resection even if the polyp had been successfully removed with the snare. The patient has been discharged. Additional information received on may 16, 2019. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
User facility reference number: mw5086423. The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (Date of birth), (initial reporter phone), (init rptr also sent rep to FDA), (evaluation method codes, evaluation conclusion codes) has been updated based on the additional information received on may 16, 2019.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval med stiff snare was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the snare loop was unable to retract into the catheter, as a result, the snare loop got stuck into a polyp which is more than 3cm in size. An emergent surgery was performed in order to remove the snare loop and the polyp. Per the physician, the patient required a surgical colon resection even if the polyp had been successfully removed with the snare. The patient has been discharged.